Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen is occasionally unresponsive. Customer reported the touchscreen does not always respond to her touch. Additionally, sometimes the pump will switch to a different menu than what is selected. There was no impact to the customer¿s blood glucose. Tandem customer technical support could not perform troubleshooting as the customer did not have the pump at the time of the call. The customer reported that manual injections would continue to be used for insulin therapy.